Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions". Number 10 states "fretting and crevice corrosion can occur at interfaces between components". Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that a patient underwent right hip revision approximately eleven years post-implantation due to metallosis. Operative notes reported significant metallosis including moderate-sized soft tissue pseudotumor with necrotic grey/green tissue in the capsule, moderate fluid collection including approximately 50 ml of yellow/grey/tan fluid, significant trunnion corrosion including large volume 3-4 mm thick viscous collection of black corrosion products at the tip of the stem underneath the femoral head, moderate pericapsular osteolysis, and well-fixed acetabular cup and femoral stem during the procedure. The head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Cmp-(B)(4). Review of medical records indicated an operational issue. There are warnings in the package insert that these types of events can occur and risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.